Manufacturer narrative:
The reported event was patient deceased. As received, only a connector portion of the lead was returned in one piece for analysis. Electrical, mechanical and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2024-63112; related manufacturer reference number: 2017865-2024-63113; related manufacturer reference number: 2017865-2024-63114. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death is congestive heart failure, dementia and chronic obstructive pulmonary disease (copd).